Event description:
During device preparation the contact force could be displayed. The catheter was replaced and the issue was resolved. There were no adverse health consequences for the patient.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.